Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: unknown); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lights on the wireless recharger are not turning on. The caller stated that the patient presses the power button, but the wireless recharger does not turn on. The caller was not with the equipment to further troubleshoot or provide the serial number. No symptoms were reported.